Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure performed on (B)(6) 2015. According to the complainant, ¿the capio suture device broke.¿ the failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
Visual evaluation of the returned capio slim device revealed no damage. The uphold lite mesh assembly was not returned for analysis. The condition of the returned device does not confirm the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure performed on (B)(6) 2015. According to the complainant, ¿the capio suture device broke.¿ the failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. This event has been deemed non reportable based on the investigation results: analysis reveals no damage to the capio slim suture capturing device.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.